Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving an error 5 issue. This complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly encountered the error 5 issue about a month ago. The patient indicated that he managed his diabetes with more food/drink at the time of concern. Last week, the patient was tested on the ems meter at ¿35 mg/dl¿ and required hcp treatment with food/drink. There was no report of any symptoms. During troubleshooting, the error 5 issue was not resolving with training. The testing process was per the owner¿s manual. The test sample was drawn into the test strip completely. This complaint is being reported because, the patient required hcp treatment for a blood glucose reading of ¿35 mg/dl¿ after the error 5 issue began. The lfs product was replaced and requested back for investigation.